Event description:
The nurse involved stated, the tracheostomy tube was developed a leak after about thirty-six hours and it was in the pilot balloon. They then re-cannulated the patient with another dct tracheostomy tube.

Manufacturer narrative:
Return of the tracheostomy tube for failure investigation was requested.